Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Subsequently, the pump was hot to touch and a temperature alarm occurred while the battery was charging. The customer disconnected the pump from power source and the pump subsequently caught fire which resulted in black dots on the touch screen display. The fire was extinguished and no injuries were experienced. Customer¿s blood glucose level was 336 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue and the alleged unexpected shutdown issue were verified in the pump logs, however, no failure was identified. Additionally the alleged battery hot to touch and the alleged touch screen resolution issue could not be verified. Additionally, a different issue was identified.